Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) and the remote arm controller (rac) and completed failure analysis investigation. During failure analysis, the returned mtm was tested (sine cycle) and error code 23031 was reproduced confirming a component failure. The embedded serializer for master handle (esmh) was found faulty and was replaced. Following this, the mtm was subjected to further testing and was restored to specification. Isi tested the returned rac with an in house system for an extended period of time and no issue was identified.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the surgeon could not take control of the left mtm, and a system error occurred, an investigation is in progress to determine the cause of this reported event. An intuitive field service engineer (fse) went on site and replaced the remote arm control (rac) and the left master tool manipulator (mtm). After not solving the 23031 error, it was found that the previous mtm replacement was dead on arrival and needed to be replaced. Once replaced, the system was tested and the error was no longer present. The intuitive surgical, inc. (Isi) devices involved in this complaint have not been returned for evaluation. A follow-up MDR will be submitted when additional information is obtained. This complaint is being reported based on the following conclusion: the customer converted to the second surgeon side console (ssc) after the start of the procedure due to not being able to take control of the left master tool manipulator (mtm) on the initial ssc. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure that the surgeon could not take control with her left hand at the primary surgeons side console (ssc). The site was using both sscs, with a surgeon at the other console. The intuitive technical support engineer (tse) explained that the surgeon may have to give control to take control. The caller stated that the surgeon knew how to give and take control. The caller stated that they had this issue in the past, and the only way they were able to rectify the issue was to restart the system. The assisting surgeon was working from ssc2, so there was no issue and no need to restart the system. The tse explained that there were no errors in the error logs pointing to any issues at the moment. There were no reports of patient injury. The site called back after restarting the system to report non recoverable error 25118. The site had restarted the system before calling in. The tse logged into the system and found errors 25118, 25326, and 25323, pointing to an issue with the left master tool manipulator (mtm) remote arm control (rac). The site continued with the procedure and stated they would disconnect ssc1 for the next procedure. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.